Event description:
Medtronic received the following information obtained from the journal article j vasc surg 2012, which is summarized as follows. The influence of neck thrombus on clinical outcome and aneurysm morphology after endovascular aneurysm repair goncalves et al. The influence of significant aneurysm neck thrombus in outcomes after evar was retrospectively evaluated by comparing 43 patients with significant neck thrombus (>2 mm in thickness and at least >25% of circumference) to 346 without significant thrombus. Patients were treated with a variety of stent grafts; including endurant and talent grafts, technical success and early mortality were similar between groups. Clinical outcomes after endovascular aneurysm repair include 2 deaths within 30 days; 1 due to bowel ischemia, and 1 due to myocardial infarction. There were events of aneurysm enlargement, migration, limb thrombosis, and endograft infection.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, migration, infection, rupture), patient's condition affected effectiveness of device (anatomy related, thrombus in aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related, thrombus in aortic neck).